Event description:
The customer reported the alarm does not sound when weight is lifted from the sensor. The customer replaced the batteries with a new supply. The customer did not provide a date when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Results - evaluation of the returned product did not confirm the reported issue. The alarm powers on and passes all functional tests. However, there is a bent battery spring inside the battery compartment. Note: the instructions for use on battery installation: alarm will "chirp" about every 5 seconds when new batteries are needed. Change batteries at once. Press down on arrow on battery door. Slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).